Manufacturer narrative:
Date of event: approximated based on the date of implant.

Event description:
It was reported that the patients paddle lead was causing extreme rib pain. The physician believed that it was because of a disc herniation around the paddle lead at t7. The patient underwent a revision procedure wherein the paddle lead was replaced with a percutaneous leads. The patient was doing well postoperatively.